Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to activate the safety mechanism was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga x 2.25¿ accucath peripheral IV catheter assembly. The device was received assembled. Usage residues were observed throughout the sample. The guidewire was fully retracted. Attempts to advance the guidewire were unsuccessful. Following removal of the catheter, attempts to advance the guidewire caused the guidewire to protrude from the flash notch. The wire protruding from the notch prevented activation of the safety mechanism. Microscopic inspection of the guidewire revealed a break within the coil region. The distal fragment was not returned for evaluation. The wire fracture surface was partially granular with a region of increased luster. Curved shape memory was observed in the vicinity of the break. Inspection of the needle bevel revealed deformation along the proximal edge. The wire fracture features were consistent with the wire being retracted against the needle bevel. The abundant blood residue suggested that retraction occurred during attempted device placement. The damaged wire caused it to protrude from the flash notch, preventing safety mechanism activation. A lot history review (lhr) of redn1501 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported unable to safety accucath, needle would not retract.